Manufacturer narrative:
H6 - 4581: rotation. H6 - work order search: one additional similar complaint type event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and lens rotation. Due to low vault and lens rotation, the lens was exchanged for a same model and length lens. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and lens rotation. Due to low vault and lens rotation, the lens was exchanged for a same model, length but similar power lens. The problem was resolved. Cause of the event was reported as unknown. H3 - device evaluation: the lens was returned dry in a microcentrifuge tube with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).